Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noisy signals oversensing and baseline shift in primary vector. During the follow up, none of the mentioned morphologies could be reproduced. The s-ICD was reprogrammed to secondary vector and an annotation has been saved. This s-ICD remains in service. No adverse patient effects were reported.